Event description:
A cartridge alarm was reported by the caller, indicating consecutive cartridge alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump, advising the caller on backup therapy and precautions related to sensor use. The pump is still under warranty and will be replaced with a version that includes updated software. The caller was instructed on pump storage mode and return procedures, confirming understanding of the actions needed upon receiving the replacement pump, which will be sent without requiring a signature for delivery.